Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of inconsistent telemetry. The programmer rf (radio-frequency) head cable was found to be out of electrical specification. (B)(4).

Event description:
It was reported that the programmer radio-frequency (rf) head had inconsistent telemetry. The rf head was replaced. No patient com plications were reported as a result of this event.